Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a door closed on the patient¿s ilet, resulting in a broken screen and inability to shut down the device; the device was replaced, and the patient was instructed to return the original and to resync data via the mobile app prior to return. Symptoms included elevated blood glucose reported as slightly high, with a documented reading of 159 mg/dl. Outcomes included temporary interruption of pump use with continued cgm use via phone or receiver until the replacement arrived. The investigation included the collection of patient reports and a device history review. Investigation of the returned device revealed physical damage to the display component consistent with external impact, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage due to external mechanical force.